Manufacturer narrative:
The subject device was returned to olympus for repair/evaluation. The customer¿s reported problem was confirmed, the image flickers due to a defective charged coupled device unit. Additionally, the inspection observed a non-olympus repair/parts to the cable. Additional information was requested from the custoemr regarding the details of the reported event and is pending. The investigation is ongoing; therefore, the root cause of the reported phenomenon cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus (ola) was informed that the customer high-definition autoclavable camera head had ¿no image¿. The customer problem was found during an unspecified event. No death, injury or harm was reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the defective charge coupled device unit could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information.

Event description:
Additional information has been received from the customer: the event happened prior to use. The device was not inspected prior to use and was sterile. The procedure was laparoscopic and was completed with a different device. There was no adverse outcome to the patient or procedure.